Event description:
It was reported that during central processing, the fenestrated bipolar forceps insulation was coming loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that the insulation of the conductor wire (black wire) at the wrist was damaged, with an exposed wire visible, although there was no breakage of the conductor wire itself. The damage was not located on the main tube/shaft, and no material was missing or detached from the portion of the instrument that enters the patient¿s body. The presence of thermal damage or melting could not be determined based on the available information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.